Event description:
Procedure performed was phaco emulsification of right eye with primary implantation of foldable posterior chamber lens. After irrigation with the phaco tip a whitish matter was noted in the central rough. A corneal burn was noted. Corrective action was taken and at this time. It appears only temporary minor damage was incurred. Full recover is expected.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.